Event description:
In preparation for surgery, the inner packaging of the mixer was noticed to be cracked. There was no patient involvement; therfore, no adverse consequence for any patient.

Manufacturer narrative:
Summary of evaluation: the results of the evaluation indicated that the damage incurred was the result of improper shipping and handling.